Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 30 mmol/l (540 mg/dl) while wearing the pod between 37 and 48 hours and insulin began leaking. Symptoms reported include headaches, pain at the infusion site (leg) and an infection. The patient's parent states it was the "starting stages of sepsis." At the hospital the patient was treated with manual injections of insulin and a new pod was placed. The patient was released from the hospital after 2 hours.